Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, there were left over fragments in the eye that had to be removed during the case and patient experienced blurry vision at all distances. Patient also stated he has dry amd (age-related macular degeneration) that is slow progressively and is not impacting his vision according to his doctors. He is also experiencing astigmatism. There are two medical device reports associated with this patient. This report is associated with the right eye.